Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stent-assisted coiling for anterior communicating artery rupture procedure, the physician felt resistance while advancing the subject catheter inside the guide catheter. The subject catheter and guide catheter were not able to be advanced inside the patient's anatomy, during that time the distal tip radiopaque marker of the subject catheter was found broken and migrated into the distal m3 portion of the patient's anatomy. The physician used a snare device to extract the broken part out of the patient¿s anatomy, but it was unsuccessful. The patient was doing well. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject catheter was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the case the distal tip of the subject catheter broke off and migrated to the distal m3 portion of the brain. Unfortunately, after numerous attempts the broken piece was unable to be retrieved. The device was not returned for analysis. Therefore the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the stent-assisted coiling for anterior communicating artery rupture procedure, the physician felt resistance while advancing the subject catheter inside the guide catheter. The subject catheter and guide catheter were not able to be advanced inside the patient's anatomy, during that time the distal tip radiopaque marker of the subject catheter was found broken and migrated into the distal m3 portion of the patient's anatomy. The physician used a snare device to extract the broken part out of the patient¿s anatomy, but it was unsuccessful. The patient was doing well. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received from on 19-may-2022 indicated additional medication was administered to the patient to prevent a stroke and patient experienced a neurological deficit related to this event.

Event description:
It was reported that during the stent-assisted coiling for anterior communicating artery rupture procedure, the physician felt resistance while advancing the subject catheter inside the guide catheter. The subject catheter and guide catheter were not able to be advanced inside the patient's anatomy, during that time the distal tip radiopaque marker of the subject catheter was found broken and migrated into the distal m3 portion of the patient's anatomy. The physician used a snare device to extract the broken part out of the patient¿s anatomy, but it was unsuccessful. The patient was doing well. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received from on 19-may-2022 indicated additional medication was administered to the patient to prevent a stroke and patient experienced a neurological deficit related to this event.